Event description:
The hosp director of material mgmt called to report 4 fms kits with balloons that would not inflate. Two of the kits were used and two were unused (same lot number) in the ICU. No other pt info was available at this time. Reporter states they will return unused kits and instructed nurses to test inflation of balloon before inserting into pts.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. This may expose the pt to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No injury to the pt was reported. No additional info has been provided to date. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware.